Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011: the patient was pre-operatively diagnosed with lumbar spine degenerative disc disease and underwent the following procedures: minimally invasive transforaminal lumbar interbody fusion at l5-s1. Posterior segmental instrumentation with pedicle screws and rods at l5-s1. Insertion of peek interbody cage graft at l5-s1. Use of intraoperative c-arm views. Use of intra-operative microscope. As perr op-notes, ¿the last dilator was removed and a 6.5 x 50 mm pedicle screw was placed at the l5 level on the left. A 7.5 x 45 screw was placed at the s1 level through the pedicle¿. The bone morphogenic protein sponges were placed inside a 10 mm peek interbody cage graft. Attention was then towards placement of pedicle screws in the right l5 and s1 pedicles. This portion of procedure was performed identically.¿ post operatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
Corrected if information is provided in the future, a supplemental report will be issued.